Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. As no sample and no picture was provided for investigation a malfunction could not be detected and therefore the complaint is considered as not confirmed. The complaint is only taken to knowledge and filed for statistical purposes. However, if the complaint sample will be provided, the complaint will be re-opened accordingly. The investigation sample(s) is/are not available.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in france: "pump - under infusion in chimiotherapie" according to the complainant when the pump is used with chemotherapy drugs, the infusion bag only empties halfway. It is supposed to empty completely. No error message on the pump is displayed.